Event description:
Intraocular lens was implanted without incidence. One week later it was noted by the md to be discolored. At second visit, md noted the lens to remain discolored. Decision was made to remove the lens and replace.